Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Inspection of the returned device found the entire guide wire tip, core and shaping ribbon were intact. There was no damage noted to the guide wire. Guide wire visibility under fluoroscopy was reduced over the 3 cm length of the tip coil segment, but was unaffected at the tip ball solder and the gold marker band (located 4.5 cm from the tip). Investigation determined that inadequate line clearance likely caused a limited number of guide wires in one isolated lot to be manufactured with an incorrect tip coil subassembly. During the interventional procedure, when the physician noted the reduced visibility, the guide wires were removed and the patient did not experience any adverse effects.

Event description:
It was reported that during percutaneous intervention in the left anterior descending artery for treatment of segment elevation myocardial infarction, a balance middleweight universal ii guide wire was advanced. The guide wire marker was visible using fluoroscopy; however, the radiopaque tip was not visible. The physician removed the guide wire from the anatomy and used a new balance middleweight universal ii guide wire successfully. There was no adverse patient effect and no significant clinical delay in the procedure. Though requested, no additional information was provided.